Event description:
Additional information received reported the patient had been "reviewed" since the incident and reported no problems. The patient was doing fine.

Manufacturer narrative:
(B)(4). The implant date was reported as 2002. Follow up is being performed to obtain the exact date.

Event description:
It was reported the patient has had a worsening of spasticity since (B)(6) 2014. The patient went to their clinic on (B)(6). The patient's wife heard an electronic beep at hourly intervals for the same duration. They did not realize the pump was alarming. The pump was interrogated and shown to be in "safe state" since (B)(6) at 14:23 hrs. The patient did not have any MRI scans, recent flights etc. That could have been a possible source for the problems. 7ml's of medication was aspirated and 7.3 ml were expected. The pump was then refilled with 20 ml of lioresal. The pump was reprogrammed to actual dose and critical and non-critical alarm checks were carried out. The pump appeared to be working fine afterwards. Additional information pertaining to the outcome of the patient was not reported and has been requested.